Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. During examination, noise was noted on the right atrial lead causing over-sensing. The lead was explanted and replaced. There were no consequences to the patient.